Event description:
Customer reported an unspecified incident during a pca infusion that resulted in pt harm. Reporter stated there was a lot of alarms and no pt breath. It was not indicated if any intervention was performed nor the final pt outcome. The facility's risk mgr. Was contacted and she stated that she does not believe the pump malfunctioned, and that it was programmed correctly. Although requested, no further event or pt info was provided.

Manufacturer narrative:
The facility's risk mgr. Indicated the device will not be released for investigation; however, event logs have been received for eval. A f/u report will be submitted with any relevant info. The product monitoring database was reviewed and no other complaints have been opened for this device serial number.